Event description:
Procedure: hernia. According to the reporter: the patient experienced postoperative pain, which was treated with medication. This was noted to be resolved on (B)(6) 2014. The principal investigator determined there to be a possible relationship to the device.

Manufacturer narrative:
(B)(4).